Event description:
Patient had a 12 fr foley catheter inserted upon admission. Physician ordered it discontinued. Rn removed 10cc ns from the balloon via syringe as per protocol. Catheter would not come out, so the tubing was cut thinking that not all the fluid had been removed from the balloon. No additonal fluid came out of the balloon; still the catheter would not come out. Urology consult was called and removed the catheter which was discovered that a ridge had formed around the area where the inflated balloon would have been preventing the foley from being removed.patient needed to be re-sedated and remain on the ventilator until the urology consult could be completed to remove the catheter. Patient spent an additional day in the picu when patient could have been moved to general peds.======================manufacturer response for foley catheter, bardex foley catheter (per site reporter).======================field rep was informed and then given a different catheter which exhibited the same problem. Rep instructed the clinical educator in pediatrics that it works best and will not form the ridge if air is placed in the syringe prior to attaching it to the balloon and then slowly removing the solution. This was new information. As we are currently switching out to all bard urology products, the field rep was told that this needs to be included in all inservicing with staff.